Event description:
While setting up for a pt (no patient involved), the gantry chain broke at the 1/2 link next to the master link. The gantry came to an immediate stop at a resting position of approx 220 degrees. The in-house engineer fixed the gantry chain by purchasing another master link (locally) and installing it. Varian was not notified about this repair at the time of the incident. There was no injury involved.

Manufacturer narrative:
The root cause of the broke gantry chain is under investigation. There was no injury involved with this incident, but if this were to recur, serious injury or death could not be ruled out.